Manufacturer narrative:
Sample material from the donor/donation was not available, therefore further investigation was not possible. The investigation was unable to determine a specific root cause. The event was consistent with a sample specific issue. The elecsys syphilis assay performed within specification. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Event description:
There was an allegation of a questionable false-negative elecsys syphilis result from the cobas e 801 module. One donor provided two blood donations in 2025: for the first donation in (B)(6) 2025, the result was reported to be 0.116 coi (non-reactive). Based on this result, the donation was allegedly released for further utilization as the basis for further blood product production. For the second donation in (B)(6) 2025, the result was reported to be 292 coi (reactive). As part of a "look-back procedure", the donation from (B)(6) was retested using abbott methodology, and the result was reported to be 6.54 s/co (reactive). Further testing (igg) indicated that the sample was drawn after infection. Information was requested, but not yet received if the donation from (B)(6) 2025 was actually utilized or transfused. This event is being reported in an abundance of caution.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.